Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a device's "door sensors not sensing". It was also reported that there was no pt injury.